Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed some pressure areas that were red and irritation. The patient's nurse reported that she had been cleaning the electrodes with alcohol and applying lotion to the patient's irritation. During a follow up call, it was reported that the patient's irritation improved. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.